Event description:
It was reported that the customer experienced a low blood glucose (bg) level (36 mg/dl). The cause for the reported issue is unknown. The customer declined to provide further information.